Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is hard to recreate the situation at the time of procedure and post-procedure. The suspected device is not registered to us FDA and it has not been shipped into the us. We will continuously monitor whether similar or same complaint occurs.

Event description:
(B)(6) 2015: (B)(4) was implanted to a patient with duodenal stenosis. (B)(6) 2015 tarry stool or bloody feces was admitted. Doctor suspected bleeding from the tumor and checked by large intestine endoscopy. No bleeding was admitted, but fractured stent was found in large intestine. (B)(6) 2015: upper endoscopy was performed and doctor confirmed stent fractured in the middle of stent. Both end remained expanded. (B)(6) 2015: patient claimed for abdominal pain and CT scan discovered free air on ventral side of duodenum. Patient died the same day. This patient was terminally ill with cancer. Exact position of free air could not be confirmed. Exact cause of death is unknown as autopsy was not performed.